Manufacturer narrative:
Boston scientific received information that this representative called ts in (B)(4) 2015. The local representative had been contacted by an ep fellow who stated that this patient reported that a shock had been delivered. When the device was interrogated, there was no record of shock delivery. As a result of shock delivery, the patient suffered bodily injury (fractured tibia and knee injury). Additionally, ts was informed that a red screen was displayed associated with an error code (ps). A message indicated that the device required immediate attention. Ts commented that the patient may have received shock therapy but that the episode may not be available for review because of a reset that may have occurred during device charge or shock delivery. A review of the device's firmware logfiles confirmed that there were two ps errors. It appeared that the device started to complete two charges, so the patient may have received two shocks. Stored episodes and counters in summary report did not reflect any evidence of shocks due to device reset after the ps errors. The patient was presented to the ep laboratory. The device was disconnected from the electrode. Visual inspection identified terminal end lead body damage (discoloring or charring near the connector boot). The electrode is currently undergoing laboratory testing.

Event description:
Boston scientific received information that this health care professional (hcp) contacted boston scientific's technical services (ts). The hcp was planning to send ts printouts of untreated episodes. Ts reviewed the printouts and noted that there were numerous nonphysiologic signals occurring on the s-ECG resulting in oversensing. The hcp commented that the patient was at work when these events occurred. Ts discussed the possibility that the nonphysiological signals may be the result of electromagnetic interference (emi). Ts suggested that the tachycardia therapy mode should be programmed off to perform patient isometrics and pocket manipulations. Additionally, if the patient had open heart surgery, electrode a up by the sternal notch could be manipulated in an attempt to reproduce the clinical observation. The local representative confirmed that the patient did not undergo open heart surgery and no sternal wires present. Electrode a manipulation and patient isometrics were performed and no similar electrogram noise or oversensing was observed. The hcp was informed that an ap/lateral chest x-ray could be obtained to visualize the position of the device and electrode. Subsequently, boston scientific received additional information that the device had been programmed to 200/240 1x secondary. The patient's intrinsic rate, at the time of the untreated episodes, was in the 80-130 bpm range. It was noted that in episode #3, there was a shift in the baseline. The sensing vectors were evaluated and no programming changes were made at this time.